Event description:
Information was received regarding a malfunction with the cadd cassette reservoirs - flow stop. It was reported that when filling under slight pressure, there was a leak at the transition from the transparent hose to the yellow nrfit adapter. There were no adverse events reported.